Event description:
It was reported that the pt experienced trembling in the jaw, and difficulty in opening the mouth wide on (B)(4), 2011. There was no intervention performed and the pt resolved w/o sequelae. It was later reported that on (B)(4), 2011, the pt experienced mild pain when pressure was applied at the location of the connective wire, on the right side parietal area. Unspecified lab tests performed on (B)(4), 2011, were "normal" and no intervention was performed. The pt recovered w/o sequelae. It was later reported that the pt's electrodes were located at the "target," but they were not placed deep enough. The pt, thus, did not benefit from the therapy. The pt was subsequently hospitalized. The pt's leads were removed and replaced on (B)(4), 2011. A CT scan, w/o contrast, was performed on (B)(4), 2011, but no results were provided. No info was provided related to the pt's outcome. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the leads were replaced under general anesthesia, and the patient recovered without sequela.